Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024 . The patient experienced inaccurate cgm values which occurred 9 days after the sensor had been inserted in the arm. On (B)(6) 2024 , the day of the event, the cgm reading was between 40 and 60 mg/dl, for 3 hours. The patient tried to get the readings up during this time, but as the patient was feeling thirsty, they were concerned they went to the hospital. When a fingerstick was taken at the hospital, the cgm was reading 60 mg/dl, and the blood glucose reading was 529 mg/dl. The patient was treated with intravenous saline and was given 10 units of insulin. When a fingerstick was taken after treatment the blood glucose reading was 275 mg/dl. There was no documentation of further medical evaluation or intervention. The patient was discharged after 6 hours. At the time of the report the patient is fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to going to the hospital. The reported glucose values fall within the d zone of the parkes error grid when checked in the hospital. No additional patient or event information is available.